Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-00231. It was reported that on of the patient's extensions was fractured. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the extension was explanted and replaced to address the issue. It is unknown which extension was fractured; therefore both extensions will be reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.